Manufacturer narrative:
The device was returned to resmed and an evaluation was performed. The evaluation found that the device was detecting the main power supply as an external power source and not charging. It was determined that the device failure to accurately detect the power source was due to a defective main circuit board (pcb). The main pcb was replaced to address this issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device had a charging issue. There was no patient injury reported as a result of this incident.